Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate the patient¿s peripheral artery was tortuous and some calcification after pre-dilation during insertion of the 14fr esheath, resistance was felt when passing the iliac artery. The esheath tip was damaged during the procedure (extremely bent and was not able to pass eia to cia) and a new esheath was opened. The esheath was successful inserted and the case was completed with no other issue. There was no injury to the patient. The patient is stable. The patient¿s vessel minimum luminal diameter measured 7.5mm. The vessel was mildly calcified and moderately tortuous. As per perceived root cause, the iliac artery was tortuous and this was discussed with the physician before the procedure. The device was returned and per pre-decontamination observations the distal tip was split.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
As per engineering observation, the distal tip was split. The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the sheath shaft was unexpanded, and a cut on the hdpe at distal tip opening. No other abnormalities were observed. 3mensio imaging and a photo of the device were provided. Per the photo, the sheath shaft was curved at the distal part of the shaft. No other abnormalities found per photo. The 3mension revealed tortuous, calcified access vessels, bilaterally. Dimensional testing was performed on the outer diameter of the sheath shaft and was found to be within specification. Functional testing was not performed due to the nature of the complaint (cannot replicate insertion of a device in patient anatomy). During manufacturing, the esheath is both visually inspected and tested several times throughout the process. During manufacturing, the esheath shaft component is 100% inspected. During manufacturing, the esheath tip is dimensionally inspected. During the final inspection, the esheath undergoes 100% inspection by both manufacturing and quality. All samples must pass product verification testing prior to lot release. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to the reported event. A lot history review was performed and revealed no other complaint relating to sheath shaft ¿ insertion difficulty ¿ in patient and sheath distal tip ¿ split. A review of the complaint history from february 2018 to january 2019 for edwards¿s esheath introducer set (for all models, 14f and 16f sizes) revealed other returned complaints for ¿sheath shaft ¿ insertion difficulty ¿ in patient and sheath distal tip ¿ split¿. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the january 2019 control limit for all the trend categories. The IFU edwards esheath introducer set, prepping manual and training manual were reviewed for instructions involving esheath preparation and procedure. The procedural training manual includes the following information for sheath insertion. Factors that assist in proper insertion of the sheath: hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, insert slowly with continuous motion to minimize friction, do not use if the sheath is damaged (i.e. Kinked or stretched), push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification and do not force the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft ¿ insertion difficulty ¿ in patient and sheath distal tip ¿ split were confirmed through visual inspection (curved, unexpanded esheath and distal tip split) of the returned complaint device. The returned 3mensio report shows that the patient had tortuous, calcified access vessels, bilaterally. Per IFU , tortuous, calcified vessels are contraindicated for esheath safe usage. Additionally per IFU: ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ therefore, available information suggests that patient (tortuous, calcified access vessels) factors may have contributed to the reported event. However, a definite root cause is unable to be determined. In this case, available information suggests that patient (tortuous, calcified access vessels) factors may have contributed to the reported event. However, a definite root cause is unable to be determined. Review of the complaint history revealed that the occurrence rate did not exceed the january 2019 control limit for the trend category. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.